Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the stylet could not be inserted into the right ventricular (rv) lead. The rv lead was not used and replaced. The patient was in stable condition.